Event description:
On (B)(6) 2014, it was reported that the explanted lead had been discarded. Review of programming history in the in-house database showed that impedance was within normal limits at the time of implant.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
On (B)(6) 2013, it was reported that the patient was seen in the hospital having seizures. The physician stated that they feared there was something wrong with the lead. Diagnostics indicated high lead impedance. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m304-20: sn (B)(4) lead passed all functional tests prior to distribution. The patient's x-rays were sent to the manufacturer for review. The ability to visualize the generator is compromised due to inconsistent brightness and contrast. Placement of the generator is normal in the left chest, and the feedthru wires appear intact. The connector pin appeared fully inserted inside the connector block. The ability to visualize the lead is compromised due to the inconsistent brightness and contrast, in addition to a mass of the central section of the lead that lies in front of itself, making visualization of the lead in its entirety impossible. There do not appear to be any tie-downs present either. There dows not appear to be any lead present behind the generator. The presence of gross fractures, discontinuities, or sharp angles could not be assessed due to the presence of lead in front of itself. This section of lead has been twisted onto itself numerous times. The lead wires appear intact at the connector pins. Patient had full vns revision surgery on (B)(6) 2013 due to a lead discontinuity. Good faith attempts were made for additional information; however, no additional information was provided.

Event description:
Additional information was returned on (B)(4) 2014. The patient¿s generator was disabled on (B)(6) 2013 after the high impedance was seen. There was no patient manipulation or trauma that is believed to have caused or contributed to the high lead impedance. The hospitalization was due to a severe cluster of seizures after having been pretty well controlled and began on (B)(6) 2013. The lead impedance seemed to be causal as it was the only changed variable, and she had been doing well. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the hospitalization for seizures. Interventions included replacement of vns and leads with programming and was done to preclude injury from frequent seizures. Programming history was provided.

Manufacturer narrative:
Analysis of programming history.